Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation is procedure related. Per the IFU, vascular perforation is a known risk of any electrode placement.

Event description:
During a ventricular tachycardia ablation procedure using a therapy cool flex ablation catheter, a cardiac perforation occurred. When creating geometry using the ensite velocity system and a therapy cool flex ablation catheter in the left ventricle, the catheter was noted to be in the pericardium, which was confirmed via transthoracic echocardiogram. The patient remained stable and the case was completed. There were no performance issues with any sjm device.